Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 450 mg/dl. The customer treated with insulin pump and manual injection. Customer's blood glucose value was 255 mg/dl at the time of the call. Customer reported several high blood glucose events. Customer's blood glucose reading was over 200 mg/dl and treated with insulin pump. Blood glucose reading went up to 260 mg/dl after working out. Customer reported that the high blood glucose levels began on (B)(6) 2018. The customer declined to check for possible leaks or air bubbles, site or insulin issues. The device settings were correct. Declined to perform the high pressure test. Customer also reported that the insulin pump had a stuck button alarm and an insulin flow blocked alarm that was resolved by an infusion set and reservoir change. Customer was advised to discuss high blood glucose readings to her healthcare professional. The product was returned for analysis.